Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer cannot get insulin through the tubing using the pump during manual prime. Customer eventually got insulin through the tubing. Customer's blood glucose level was 47 mg/dl. Customer stated that they have treated since 5 pm and do not need to troubleshoot. Customer manually pushed the plunger through the tubing and the insulin did exit. Customer refused further troubleshooting. Customer was advised that the pump was working as designed. The tubing or the reservoir may be the culprit for the no delivery alarm. There is an occlusion between the reservoir and the tubing. Customer wanted to end the troubleshooting procedure. No further assistance required.